Event description:
It was reported there was low impedance on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: e2sr01 implantable pulse generator (ipg), implanted: 2006-(B)(6). (B)(4).